Event description:
It was reported that a revision surgery performed after more than 10 years of device implantation. The surgeon involved does not fault the device, and he felt the device had good survivorship.